Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of a break in aseptic technique, diarrhea, and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, which resulted in peritonitis. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On an unreported date, the patient received remedial treatment for the peritonitis with vancomycin, amikacin, and ciprofloxacin. Treatment for the diarrhea was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the events was not reported. The action taken with dianeal therapy was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the events of break in aseptic technique and diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Manufacturer narrative:
(B)(4). The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Additional information was recieved. On (B)(6) 2011, the peritonitis had resolved.